Event description:
Several occurrences of leaking bags which are used to compound tpns and cardioplegia. All were caught prior to delivery to the patient. Between (B)(6) 2023 there were 3 separate 2l bags discovered to have leaks. Lot#60452283 issues were reported to baxter on 10-10-23. During the timeframe of (B)(6) 2023 two more leaks occurred from lot#60429942. Info sent to baxter on these failures with reference# (B)(4). Since, there have been more issues with leaking bags for 1l with lot#60428615 and a 2 l bag with lot#60512054. Reference reports: mw5150809, mw5150810, mw5150811, mw5150812, mw5150814, mw5150815, mw5150816, mw5150817.